Manufacturer narrative:
Based on the information provided to abbott and the evaluation performed, a communication test was run for several hours and no interrupted or drop in communication was observed. No packet error message was observed. A basic signal acquisition/quality test which included the surface ECG, baseline, amplitude and stimulus switching were performed and confirmed that the returned amplifier performed within the factory specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported event of an a start up issue was not able to be confirmed.

Event description:
During an ablation procedure, the amplifier did not beep as expected at boot up and there was an "amplifier disconnected" message displayed. The patient was in the procedure room and the procedure was cancelled.